Event description:
A physician was stuck through double gloves by the ultra-sharpened tip of a contaminated hemostats during an invasive procedure. The physician sustained a puncture wound to his finger. Inspection of the hemostats after the incident revealed that the jaws were shaped asymmetrically with one side being sharpened to a pinpoint. Incident occurred during a hemodialysis catheter replacement procedure. The hemostats were from a custom basic interventional radiology kit. The markings "ii38" and "(B)(4)" are stamped into the device. Lot number of the actual procedure kit is unk.